Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the first proximal stent row was damaged and the stent struts were lifted and pulled in a distal direction. The undamaged crimped stent od (outer diameter) was measured and was within maximum crimped stent profile measurement. The tip was visually and microscopically examined and slight damage was noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues on the shaft polymer extrusion. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 18-may-2017. It was reported that crossing difficulties were encountered. The target lesion was located in the moderately tortuous and moderately calcified proximal left anterior descending artery (lad). A 3.00 x 20 mm promus element ¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with plain old balloon angioplasty (poba) only. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed proximal stent damage.